Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, the right ventricular (rv) lead demonstrated noise. The patient was brought into the clinic, and the rv lead was explanted. The patient was stable.